Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: (B)(4) serial#:, implanted: on (B)(6) 2022, explanted:, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI#: (B)(4), date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past week hasn't felt the stimulation sensation and would like to increase the setting. When patient connected to implant received the maximum setting message and when decreased by one and then attempted to increase, received the same message. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. To schedule reprogramming session. Additional information was received from the patient. They reported that the cause of them not feeling stimulation and getting maximum settings messages was determined. They noted the likely cause was a "defective lead". The patient indicated that the medtronic rep changed their program and stimulation has restarted but changed position. Patient indicated it is not comfortable and they will be contacting their physician.